Manufacturer narrative:
Unknown, information not provided. Date of event: unknown, not provided. Model number: model number is unknown as the serial number was not provided. Catalog number: catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon had to perform an explant of the intraocular lens (iol) from patient's operative eye as the patient was -1 one month post-operation. Surgeon suggested that the patient was a good candidate and he aimed for first plus. The best corrected vision was 20/40 and patient was not happy. However, near vision is great. The vision corrects to 20/20 with +1 lenses. No further information was available.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were not reviewed. Since serial number was not available, neither a manufacturing record evaluation nor complaint occurrence/history for the production order were possible. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.